Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; although specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates and sugar to address the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood. Customer reverted to an alternate form of insulin therapy.